Manufacturer narrative:
This report is submitted on june 16, 2020.

Event description:
Per the clinic, the device was explanted (date and reason not reported). Additional information requested but not made available as of the date of this report.

Manufacturer narrative:
This report is submitted on 27 august 2020. (B)(4).